Manufacturer narrative:
H6: investigation summary: the image sent has dirt stuck to the barrel. This type of dirt appears as a visual characteristic of foreign matter embedded in the material. As the problem presents itself only in the barrel, with the plunger in the standard color without traces of dirt, it is possible to conclude that there was a failure during the plastic injection, as well as a failure in the visual inspections of the product that did not detect the presence of foreign matter . To have foreign matter embedded, there was a presence of dirty in some point between the entrance of the raw material and the material injection. A device history review was conducted for lot number 9344606

Event description:
It was reported that the bd plastipak¿ 10ml syringe slip tip experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: presence of foreign matter (contaminator) in the syringe's inner. Syringe with a mark / spot of red ink near to its graduation (spot is inside the barrel).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ 10ml syringe slip tip experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: presence of foreign matter (contaminator) in the syringe's inner. Syringe with a mark / spot of red ink near to its graduation (spot is inside the barrel).